Event description:
Tongue swelling; lips swelling. Information was received in 2004 from a physician via an office manager regarding a patient with an unknown medical history, who experienced tongue and lips swelling. They began a treatment with synvisc in 2004. The patient received one injection of synvisc and bilateral injections 7 days later. Two days later they developed swelling of their tongue and lips. The reporter was unable to provide the patient's medical history, list of concomitant medications or what treatment the patient received when they were hospitalized. At the time of this report, the patient's outcome was unknown. Additional information was received 13 days later from the physician via an office manager. The patient has a medical history of osteoarthritis (both knees), cortisone injections (one month ago both knees), coronary artery disease, hypertension and gastroesophageal reflux disease. The patient was treated in the emergency room and then admitted to the hospital. The reporter believes it was "just overnight for observation." The patient's concomitant medications were also provided. The relationship between synvisc and the events was reported as probable by the physician. At the time of this report, the patient had recovered without sequelae.